Manufacturer narrative:
(B)(4). Evaluation summary: visual and sem inspection/analysis were performed on the returned device. The reported guide break/separation was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect is a potential adverse event. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported guide break/separation was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery via 6fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, suture deployment of the proglide device was successfully placed; however, when retracting the footplate against the vessel wall, the guide of the proglide device broke in two pieces were the black and silver parts meet. The separated pieces were still attached by the foot plate wire. The footplate could not be retracted and the proglide device could not be removed from the patient anatomy. A cut down was performed and the vessel was repaired with a patch. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
Subsequent to the initial/final medwatch report, the following information was received: sus voluntary event report number: (B)(4). Event description: a(B) (6) y/o male undergoing repair of abdominal aortic aneurysm. The proglide device malfunctioned which prevented removal of the device requiring open surgical retrieval. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Sus voluntary event report# (B)(4).